Manufacturer narrative:
Batch review performed on 06 august 2025. Gmk-sphere 02.07. Cxs25 centred 3dmetal tibial cone xs h25 (k170149) lot: 2347248: (B)(4) items manufactured and released on 19-feb-2024. Expiration date: 01-feb-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0024r gmk-sphere femoral component cemented - 4+r (k140826) lot: 2400415: (B)(4) items manufactured and released on 04-apr-2024. Expiration date: 17-mar-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E0411fr gmk-sphere tibial insert e-cross - flex 4r - 11mm (k202022) lot: 2412103: (B)(4) items manufactured and released on 02-july-2024. Expiration date: 12-june-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r (k121416) lot: 2407646: (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 19-july-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Although a precise root cause cannot be established, the instability could be attributed to malpositioning during the primary surgery.

Event description:
Almost seven months after the primary surgery, the patient presented with pain related to valgus knee instability, attributed by the surgeon to malpositioning during the primary surgery. The surgeon revised the femoral component, insert, tibial tray, and tibial cone. The revision surgery was completed successfully.